Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it passed the speaker tests. A global communication tool software test was performed, and it passed sound tests. Manual "try it" testing and was performed and passed. The receiver case was opened for an interior inspection, and passed. Speaker resistance was measured and passed. The reported event of no audio output was not confirmed. A probable cause could not be determined.